Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during dilatation in the mildly tortuous, mildly calcified, femoral artery for treatment of a 100% stenosis, the 5.0x200 armada 35 balloon ruptured longitudinally during the first inflation at 17 atmospheres. Balloon inflation was held for approximately 5 seconds before rupture occurred. The device was withdrawn from the anatomy without resistance and no further dilatation was required. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.